Manufacturer narrative:
It was reported that the patient's second metatarsal was fractured during a bunion procedure on (B)(6) 2023. The surgeon indicated the fracture would heal on its own and was left as is. The surgeon believes the patient has soft bone. No additional treatment/procedure was performed to address the fracture. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible positioners utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. However, based on similar complaints, it is possible that operator technique (over tightening of the positioner) or the patient's bone quality may have contributed to what was reported. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the patient's second metatarsal was fractured during a bunion procedure on (B)(6) 2023. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.